Event description:
Revision surgery due to infection 3 years post op. All the components revised. We were informed on (B)(6) 2012 only.

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 6 std - ref. 01.12.026 / lot 082944 (32 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarms or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 24 stems belonging to this lot have been already implanted and no other incidents have been reported up to now. Ceramic femoral head manufactured by(B)(4) and only distributed by medacta: we bought 98 heads of the lot involved. The 80 heads have been already implanted without any other similar case. Versafitcup cc highcross pe liner (k103352): ref. 01.26.364hct - lot 082309 (31 inserts produced): no anomalies found in the document review, as for the stem. The 29 liners of this lot have been already implanted without any other similar incident. Versafitcup cc light shell - not marketed in the USA - lot 082891 (20 cups produced): no anomalies found in the document review, as for the stem. The 19 cups of this lot have been already implanted without any other similar incident. From the data collected, there is no evidence that the infection occurred is device related.